Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn but the metal part was not exposed. The coating of grasping section was partially missing. The outer surface of grasping section had scratches. The tissue clogged at the base of the probe. The probe was not broken. When we closed the grasping section and activated seal mode, short circuit error was not reproduced. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. Based on the past similar cases, it was known that short circuit error occurs if user activated output in the liquid in the body cavity. Based on the past similar cases, it was known that ultrasonic level error and probe damage error occur if user applies the probe tip to the tissue while continuing activation. The instruction manual of the device already warns; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. When a body fluid or tissue is present on the grasping section, probe tip or shaft surface during the procedure, immediately withdraw it by immersing the grasping section and probe tip in saline or wiping with sterile gauze. Otherwise, the performance may be degraded. Failure to maintain a clean grasping section may result in the grasping section becoming hard to open or close, and the load imposed on the distal end of the grasping section may cause vibration failure or other issues. Do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or positioning the tissue, or twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the thunderbeat instrument, and then activate. Otherwise, it may cause the deforming/split/protruding of ptfe pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity.

Event description:
During a hepatectomy, the subject device was used. After two hours of the use, seal short circuit error occurred frequently. And then, ultrasonic level error and probe damage error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported. After olympus medical systems corp. (Omsc) received the subject device for evaluation, omsc confirmed that the coating of grasping section was partially missing on (B)(6) 2016. And it was not reported that the fragment of the coating fell into the patient.